Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mdm poly insert. Additional devices reported were: unknown mdm liner; unknown 28mm v-40 head; unknown choke grip. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that there was a left hip revised, washout and (B)(6) due to infection.